Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
When we opened the tray, there were loose screws from the reamer handle in the tray. Decide to open another instrument and use different reamer handle. Case type / application: tha 4.1.